Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned r3 offset impactor confirms the impactor tip is loose and damaged causing the stated failure. The device shows signs of significant wear/use. The device was manufactured in 2016. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery with the instruments outside the patient, impactor tip was fallen, it was loose. The doctor argued the tip should grasp in the right way. There was a 10 min delay. The procedure was finished with the same device.